Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates cannot be determined.

Event description:
In 2009, boston scientific corporation was informed that during an esophagogastroduodenoscopy, the nurse was partially deploying the resolution clip devices inadvertently. She was holding the handle and stretching the slider away from the blue over-sheath grip. The tension created as a result of this action initiated the deployment process so that when the clip came out of the sheath, it was hanging, unable to open. The physician was unable to use the device as indicated. This occurred with a total of seven resolution clip devices. The procedure was completed with an eighth resolution clip device without any patient complications. Patient is "fine". Note: this report is for one of seven devices used in same procedure. Please refer to MFR #'s 3005099803-2009-01127, 3005099803-2009-01128, 3005099803-2009-01129, 3005099803-2009-01130, 3005099803-2009-01131, and 3005099803-2009-01132 for other related reports.